Event description:
It was reported that the patient using an ilet experienced persistent hyperglycemia, with blood glucose values hovering above 170 mg/dl and a highest value of 181 mg/dl, and review of alerts indicated an expired insulin infusion set; the user was advised to complete a supply change as the appropriate corrective action. Symptoms included elevated blood glucose levels consistent with hyperglycemia. Outcomes included user troubleshooting and education with instruction to change the infusion set. Investigation included a review of device alerts and user-guided troubleshooting. Investigation of this case revealed that an expired infusion set was present, which is consistent with inadequate insulin delivery due to infusion set expiration. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.